Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the poppet valve is sticking, it has been repaired. No additional malfunctions were reported.